Event description:
New information received notes during the procedure via fluoroscopy the lead appeared to be subclavian crush under the collar bone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room and during the check the high voltage impedances were both observed to be high. Capture threshold was noted to be higher than the last check. On (B)(6) 2019, physician elected to upgrade patient¿s device to a bi-ventricular ICD based on other factors. The right ventricular lead was capped, and a new right ventricular, atrial, and left ventricular leads were placed on the bi-ventricular ICD pulse generator. The patient was stable post-procedure.